Event description:
The surgeon inserted the icm120v4 12.0mm implantable collamer lens on (B)(6) 2010 and the lens was removed due to low vault. The lens was exchanged with a longer lens on (B)(6) 2010 and this resolved the problem. Last patient visit bcva was 20/20/.

Manufacturer narrative:
(B)(4).